Event description:
The hcp reported the patient was experiencing hypertonia, patient was receiving compounded baclofen intrathecally - last concentration was 1300 mcg/ml. The alarm was not sounding and the rotor not turning per the hcp. The patient was being treated with oral baclofen to control the symptom. Patient "did not suffer from severe symptoms of withdrawal." The pump was explanted and replaced and returned to the manufacturer for analysis. The patient is reported to be doing well with the new pump.